Manufacturer narrative:
Product analysis :analysis was able to confirm the customer comment that the programmer was unable to update software via the software distribution network (sdn). It was noted that the power cord was missing. It was further noted that the power supply failed thermal sensor during final inspection. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to service and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.